Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was used for polyp removal during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the physician had difficulty cutting through the tissue. He even reduced the amount of tissue he was removing but still encountered problems. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1 (initial reporter email address) has been updated based on the additional information received on october 21, 2025. Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut.

Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was used for polyp removal during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the physician had difficulty cutting through the tissue. He even reduced the amount of tissue he was removing but still encountered problems. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.